Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped working approximately a year after implant. Surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced restoring stimulation therapy.